Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. The leak was noticed during treatment. Pd rn reports pt has had no ill effects. One dose of antibiotics administered as a precaution. Effluent has remained clear. There is a sample available for evaluation.